Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer's sensor glucose was 56 mg/dl and blood glucose was 80 mg/dl. The calibration history showed the customer calibrated 3 times in 24 hours. No additional information provided.